Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned femoral peg drill confirms both ends of the device is damaged. There are burrs and gouges on the device. These issues would cause the device not to function as intended. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device shows significant signs of wear/usage. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during total knee arthroplasty, while drilling of posterior lug hole, a femoral peg drill bound in a journey ii cutting block and shed metal shavings inside the patient. The cutting block was damaged. Surgery was resumed, without any delay, using the same device. Patient was not harmed beyond the problem reported.